Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking compression plate, unknown quantity, unknown lot. Other number; UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: choo, s.k., kim, y., shin, m.j., and oh, h.k. (2015). Conservative treatment after failure of internal fixation for periprosthetic femoral fractures: a report of two cases. Arch orthop trauma surg 135:773-779. Republic of korea. Two cases of implant failures occurred after the fixation of the vancouver b1 and c periprosthetic fractures with expansion of the locking plate across the entire femoral length. Case 1: (B)(6) man, a 17-hole locking compression plate (4.5m broad lcp plates; synthes, (B)(4)) was inserted through the proximal window to the distal femur. Unicortical locking screws, additional cerclage cables, and a 3.5mm locking attachment plate (synthes, (B)(4)) were used for the fixation of the proximal fragment that was already occupied by the femoral stem. Patient experienced post-op pain and the plate was found broken with accompanying varus angulation. This is report 1 of 2 for (B)(4). This report is for unknown synthes locking plate that was found broken and refers to the serious injury of pain and varus angulation.